Event description:
We received following information related to our I-ed coil system via terumo co. On (B)(6) 2024, the patient was rushed to hospital due to an imminent rupture of a cerebral aneurysm. On (B)(6) 2024, platelet reactivity test conducted by verifynow (pru: 200). On (B)(6) 2024, the right vertebral artery imminent-rupture aneurysm of size 3.2 x 3.0mm was treated. The I-ed coil was concomitantly used with terumo co. Fred system, flow diverter stent. The flow diverter stent was placed in main artery, and I-ed coil was inseted and embedded into the aneurysm. After then while checking under angiography, rupture of aneurysm was confirmed. An unknown balloon catheter was applied to stop bleeding but could not. Three more flow diverter stent was added and placed for haemostasis. On the day at night, decompression craniotomy was performed due to the presence of cerebral oedema. Unfortunately, the patient passed away due to rupture of aneurysm on unknown date. Comment from physitian in charge: although the patient's cause of death was ruptured cerebral aneurysm, they do not believe that theflow diverter stent was the cause of the event in question. It is more likely that the placement of the flow diverter stent altered the blood flow within the aneurysm, leading to rupture.

Manufacturer narrative:
The device history records (DHR) of the device concerned was reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. The actual device was not returned and could not be investigated. We assume the cause of this as follows: the facility has not reported any defects in the product, and we determine that it was due to the patient's condition and procedure. However, since health hazards to the patient (rupture of aneurysm and death) occurred, and the causal relationship between health hazards and the product cannot be completely ruled out, we will submit MDR (30 days). In the instructions for use of I-ed coil (2376-1) , we state the potential of known risk as below; [device failures, adverse events and complications] the following device failures, adverse events and complications may occur during the use of the I-ed coil. However, device failures, adverse events and complications are not limited to those listed below. Immediately take appropriate measures in the event that any abnormality occurs. 2. Adverse events (1) death (3) injury to blood vessels or tissues, vessel wall dissection, blood vessel perforation, blood vessel rupture (5) bleeding, ischemia (7) stroke, cerebral infarction.